Event description:
It was reported that after the surgeon attempted to insert an aq2010v three piece silicone lens and a haptic got stuck in the injector. The injector touched the eye but the lens was not implanted. No patient injury.

Manufacturer narrative:
(B) (4). Results: visual inspection of the returned product showed the optic was torn and a haptic was torn off from the optic and missing. There was evidence of a clear surgical residue. Conclusion: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B) (4).